Manufacturer narrative:
(B)(4). Review of lot f1726401, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that after a mynxgrip vascular closure procedure, the sealant was out of the patient's skin. The product was stored as instructed per labeling. The patient was thin and had shallow vessel depth. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. Little vessel tortuosity was noted. The vcd was being used in conjunction with a 6f procedural sheath introducer for common femoral arterial closure following a pci (percutaneous coronary intervention) procedure. The user shuttled down completely with no significant resistance. Unusual force was not applied when retracting the sheath. The advancer tube was held in place at the skin while removing the balloon catheter; however, the sealant was dislodged. Hemostasis was not achieved with the mynx device. Manual compression was applied for 30 minutes or less. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered.

Manufacturer narrative:
Complaint conclusion: it was reported that after a mynxgrip vascular closure procedure, the sealant was out of the patient's skin. The product was stored as instructed per labeling. The patient was thin and had shallow vessel depth. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. Little vessel tortuosity was noted. The vcd was being used in conjunction with a 6f procedural sheath introducer for common femoral arterial closure following a pci (percutaneous coronary intervention) procedure. The user shuttled down completely with no significant resistance. Unusual force was not applied when retracting the sheath. The advancer tube was held in place at the skin while removing the balloon catheter; however, the sealant was dislodged. Hemostasis was not achieved with the mynx device. Manual compression was applied for 30 minutes or less. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The product was not returned for analysis. Review of lot f1726401 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The mynx IFU, step 3, figure 6, instructs users to slowly withdraw the balloon catheter ¿through¿ the advancer tube (tamping tube) lumen and then remove the advancer tube from the tissue tract. If proper position of the advancer tube is not maintained during the device withdrawal, this could cause the sealant to be dislodged from the tissue tract. Furthermore, patient factors, thin patient, may have also contributed to the reported event. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.